Event description:
Pt underwent total knee arthroplasty in 2004. About four months post-op pt begin to complain of pain and swelling. It was noted that the pt did a tremendous amount of activity including jumping. Discomfort persisted and an arthroscopy was performed in 2005 which showed some punctuate pitting in the tibial component and the pathology report showed what appeared to be polyethylene in the soft tissue. The pain continued and the pt had a revision of the knee arthroplasty 9 days later. Findings at the time of surgery were severe synovitis, and significant swelling intra-particularly. Soft tissue was excised and sent off for pathology. It was also noted that there was some erosion actually underneath the poly. Therefore the patella was excised. The rest of the patella nubs were actually well cemented. Femur came dislodged. There was a good bit of fibrous tissue underneath this. A couple of areas where the cement was well attached but other areas where cement actually was not well attached surprisingly. Under the posterior aspect of the femur the cement was well attached as well as the anterior chamfer. Cement was well attached and most of the fibrous tissue was between the bone and the cement as well as the bone end and the cement and the prosthesis. The articular surface of the tibial component was found pitted. All components were replaced.

Event description:
It was reported that pt underwent total knee arthroplasty in 2004. Pt complained of pain and revision procedure was performed in 2005. Pitting was noted on articular surface of explanted component.